Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. (B)(4).

Event description:
A nurse reported that a knife was noted to be blunt prior to surgery. Additional information has been requested.

Manufacturer narrative:
Two knife samples were received by manufacturing inside of opened blister packages. It was noticed that the blades were not seated properly in the blade protector trays. The samples were examined per facility procedure and were found to be visually nonconforming. Sample number one had a damaged tip with damaged cutting edges. Sample number two had a damaged tip. Penetration and sharpness testing could not be performed due to the damaged condition of the samples. A review of the related device history records (DHR) for the reported lot number has been performed and no anomalies were found. The product was released according to the manufacturer's acceptance criteria. A complaint history examination revealed that this was the first complaint for a dull blade received against the reported lot number. The exact root cause could not be determined from the investigation performed. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. A training presentation on handling techniques was prepared and provided to the reporting facility in december, 2014. An effectiveness check was performed in march, 2016, and determined that there was a significant reduction of dull blades for this account after the training. This complaint trend has been reviewed during the facility's complaint review board meeting and will continue to be reviewed for effectiveness. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).